Manufacturer narrative:
Additional information was received on 04/19/2016 from the customer's mother stating that the customer had not been truthful and had stated they had delivered boluses, but the customer had not actually delivered boluses. The customer's mother acknowledged that this was the reason for the discrepancies noted in the pump bolus history.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history was inaccurate. Tandem technical support performed a review of pump history and pump data uploads and no discrepancies were noted. However, the customer insisted that data is missing. There was no reported impact to the customer's blood glucose level.